Manufacturer narrative:
A ge service rep performed an on site investigation. The sram memory needed to be replaced. The customer was able to locate a third party vendor to repair the problem.

Event description:
The customer reported that the system would not boot up. No pt injury was reported.